Event description:
A malfunction was reported by the customer, displaying malf 12, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer switched to a backup insulin pump while cts arranged for a replacement pump to be sent, and they provided instructions for preparing the faulty pump for return. Training for the updated pump software was made available, and the shipping process was confirmed.